Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple unexpected restarts, signal too low, and spanish software anomalies. The customer's blood glucose was 341 mg/dl. The customer stated that the insulin pump alarmed unexpected restart when she turned on the device, and she noted that it had previously alarmed this during another phone call before. She noted that the insulin pump had not been in use because she had run out of supplies. She added that the insulin pump alarmed check settings, after which she was advised to monitor the device. She was advised that the spanish software anomaly may alarm if the device was without a battery for an extended period of time. The customer observed nine spanish software anomalies in the insulin pump's alarm history. The customer was advised to replace the insulin pump and agreed to return the device for analysis.